Event description:
It was reported to ventec that the device needed service. During evaluation ventec observed that the exhaled tidal volume (vte) levels were low. There was no patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being low was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. The investigation determined that the cause of the reported issue was the efm.